Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user's wife states that the pull tube on the head motor is not operating properly.